Event description:
The pt was admitted to the hospital due to exacerbation of symptoms. During endoscopy it was noted that one of the leads had perforated the stomach wall. No infection was present. The leads were removed at that time. The pt is planning to have the leads replaced at a later date.